Event description:
I used fixodent from approx 1979 until 1999. While I was using fixodent I began experiencing numbness and tingling in my extremities. In 1998, I was diagnosed with carpal tunnel syndrome in both hands. In 1999, had surgery in both hands to relieve symptom. In 2007, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had a level of 7 of copper in my blood. My neuropathy is permanent and requires continued medical care and treatment. Both feet got very cold, stayed this way for three days. During the three days tingling and numbness set in, walking was hard to do, had to walk or harbber on both heels to get around. Heat and thick socks seem to help some. In the beginning only heat and thick sock was the only thing that help me to walk better. All the tests and medication have not work, so for the numbness in my toes is permanent. Dose or amount: #1 & #2 denture cream, frequency: once daily, route: oral. Dates of use: #1: 1979 - 1999. #2: 1999 - 2004. Diagnosis or reason for use: #1 & #2 denture adhesive cream. Event abated after use stopped: #1 & #2 no.